Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. The DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for this issue and identified no tripped trends. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she experienced allergic skin reactions while wearing adc freestyle libre sensors. It was further reported the allergies have occurred during the previous eight months; noting they began in (B)(6) 2017 and continued to the present. Customer indicated she had been in conversations with or had actual contact with several healthcare providers during this time and was prescribed/advised to use the following preparations/medications: emovat cream (clobetasone butyrate, a corticosteroid), xyzal (levocetirizine, an antihistamine), ¿tanuverm¿ cream, mildison lipocream (hydrocortisone), ¿tortymuk¿ cream, elocon (mometasone furoate corticosteroid), lycor cream (hydrocortisone), cetirizine, (an antihistamine). Customer was also advised to use cavilon spray and duoderm. It is unknown which specific treatments were rendered at each point of contact. However, follow-up clarification revealed that on august 28, 2017 customer had contact with a healthcare provider and received ¿treatment¿. There was no report of death or permanent injury associated with this event.